Event description:
The initial reporter stated the product was in use with 50 ml cassette to deliver flolan with homecare pt. According to reporter, user attached cassette to pump. Three hours later the user lost consciousness. User regained consciousness with no further symptoms reported. When user removed the cassette in the morning to exchange it the cassette still contained medication. According to reporter it appeared the full dosage had not been delivered as programmed.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.